Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving a service code 204. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation the monitor's electrode belt receptacle was damaged. Pin 1 of j1001 was bent preventing the electrode belt from properly connecting with the monitor. The bent pin caused the service code 204. The root cause for the bent pin could not be positively identified. No adverse event resulted from the bent pin. The pt received a replacement monitor.